Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not giving a no delivery alarm. The customer's parent stated that the insulin pump was not bolusing correctly and was not giving alarms. The customer's parent also stated that the insulin pump did not delivery a bolus and that there were no alarms in the history corresponding to the missing delivery. Troubleshooting was performed and the customer's parent was walked through a bolus without any delivery anomalies or missing no delivery alarms. Nothing further was reported.